Manufacturer narrative:
The devices were received for investigation: evaluation of the first device confirmed the balloon rupture. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue CAPA 2024-007 has been opened to further investigate the issue. Evaluation of the second device could not visually confirm any damage to the balloon. However, the inflation lumen was broken at the y-connector, so inflation could not be tested. It is possible that a pinhole prevented inflation but it could not be confirmed. A leak in the balloon or the inflation arm breaking at the y-connector would cause a non-functional device but would not result in an adverse event. This report is to address the product with a ruptured balloon. The lot history record for the devices was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that two tuftex otw balloons ruptured during a procedure. No injuries were reported to the patient. Note: although two devices were reported to have ruptured, only 1 device was confirmed to have a balloon rupture. The second device did not appear to have any issues with the balloon. The inflation arm of the catheter was observed to be detached at the y-connector. The detached inflation arm would result in a non-function device, however it is low risk and would not result in an adverse event. This report is to address the product with a ruptured balloon.